Manufacturer narrative:
(B)(4). This customer reported that an op-check was done on this defibrillator while it was attached to the pt. There was no negative impact to the pt. There was no report of failed operational checks. The hsxl instructions for use describes the steps in performing an operational check of the device. Note that the energy delivered during an op-check is 5 joules. The customer was provided with info related to standard operational checks.

Event description:
This customer reported that an op-check was done on this defibrillator while it was attached to the pt.